Manufacturer narrative:
H11: this MDR is submitted following a retrospective complaint review conducted under CAPA (B)(4). The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Sample (lot #tbnz040ga) was received in an activated condition with luer port blue cap was attached to the device in the proper orientation facing the diluent vial. Between 2ml and 3ml liquid was observed in the diluent vial and only dry product was observed in the product vial. Video microscope examination of the device revealed that the product spike fully penetrated its rubber stopper. Only the tip of the diluent spike penetrated its rubber stopper, and the lumen openings of the diluent spike were not visible. In addition, the diluent vial was observed to not be bottomed out in the diluent sleeve. As shown in the attached detailed analysis report by curia, trigger finger # 3 was observed piercing the aluminum crimp on the diluent vial. Damage was also observed to the trigger skirt, trigger shoulder regions, and product vial crimp. Therefore, the sample exhibits "trigger finger pre-released." Root cause due to supplier issue. Corrective actions implemented by supplier and takeda CAPA pr (B)(4). There were no nonconformities, failure, rework, or deviations documented in the batch record during the manufacture of adynovate with baxject iii lot tbnz040ga which could have contributed to the reported problem. A review of the april 2024 monthly report for adynovate bjiii was also performed relative to the subcategory [?]reconstitution difficulty'. The complaint rate for this subcategory for 2024 is approximately (B)(4), in comparison to previous years; 2023 (B)(4) and 2022 (B)(4). D2a: procode: baxject iii is an integral device constituent of the advate combination product and is not marketed or regulated as a standalone medical device. The FDA emdr system requires selection of a product code; therefore, product code lhi was selected based on the device's reconstitution function and historical baxject product family. Baxject iii does not have an independent FDA device product code.

Event description:
Takeda pqc intake received call on 19april2024 at 12:18pm: buyer called and stated that the patient said their adynovate 226 units did not mix well when the patient attempted to use it. When the patient was about to infuse, he activated the vial system, but the powder and the liquid did not mix properly. The caller was provided the email to give to send in pictures of the defective vial and still has the defective vial available. The caller mentioned if the patient can receive a replacement, I informed the caller to reach out to their distributor for the replacement.